Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure is a user error. Per dfu-0333-1, at revision. 0. G. Precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth.

Event description:
It was reported that the sutures came out of the ar-3632 anchor upon removing the inserter. The rep reported all suture fragments were fully retrieved and the anchor body remained whole and secure within the intended implantation site. See source data attached.